Manufacturer narrative:
This is one event (cardiovascular) of two events reported for the same pt involving two separate products; associated mdrs # 1225714-2014-01249, 1225714-2014-01250, 1225714-2014-01251, and 1225714-2014-01252.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2010 during use of the product and subsequently expired on (B)(6) 2010.